Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation report indicates that the release mechanism of the protection sleeve doesn't work properly. The mechanism does not fully open anymore and therefore the blades get stuck in the sleeve as complained. The exact cause of this occurrence is unknown. It was noted that residue inside the release mechanism, which were not completely removed during the cleaning procedure, caused this malfunction. The review of the manufacturing documents has shown that the protection sleeve was manufactured in the year 2005 according to the specification at that time. A CAPA was initiated to improve the design of the protection sleeve. The pfna nail and the blades, which were also sent back, are according to the specification. The manufacturing documents of these devices were also returned for investigation and met specification.

Event description:
The blades became stuck in the sleeve a total of three times during the procedure. Surgeon was unable to implant the hardware using the sleeve and completed the procedure using a dhs. An add'l 2 hours was added to the procedure. This is the 1st of 5 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing: no conclusion can be drawn as no device was returned. Review of the MFR records has been requested.